Event description:
It was reported that a device fracture occurred. The patient underwent coronary angiography and pci under local anesthesia. During stent implantation, a 6f guidezilla ii extension catheter was needed to increase the supporting force of the guiding catheter due to vascular tortuosity. During use, the back half of the guidezilla catheter fractured. It was noted that there was no injury caused to the patient because it did not enter the patient. The procedure was completed with another extension catheter. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that a device fracture occurred. The patient underwent coronary angiography and pci under local anesthesia. During stent implantation, a 6f guidezilla ii extension catheter was needed to increase the supporting force of the guiding catheter due to vascular tortuosity. During use, the back half of the guidezilla catheter fractured. It was noted that there was no injury caused to the patient because it did not enter the patient. The procedure was completed with another extension catheter. There were no patient complications reported.